Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up the electrical parameters were out of range. X-ray showed the lead was dislodged. The lead was capped and replaced. The patient was doing well after the procedure.